Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from its original implanted site. No adverse patient effects were reported. The lv lead has been successfully replaced.